Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that main drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) checked the back of the drawers and observed that no lights were illuminated on any boards. The fse replaced the pyxibus module control board, but after powering on, none of the drawers lit up. The fse then disconnected drawer 4.1 while keeping 4.2 connected, but the station still did not power on. After disconnecting 4.2 and reconnecting 4.1, all other drawers began functioning properly. The fse then replaced the individual drawer control board for drawer 4.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not turn on, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not turn on, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.